Event description:
It was reported that a vehicle lost control and struck the cot while a patient was being transported by hand from the scene of another accident to the back of the ambulance. It was reported that the patient received additional injuries as a result of being struck by the out of control vehicle while being transported on the cot. There was no reported device malfunction.

Manufacturer narrative:
No reported device malfunction.